Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported there was no footplate detachment with the involved angio-seal device. The following information was provided by the user facility: while opening they noticed the footplate was not attached to the suture; the device was not used; and they chose to manually compress, since the other angio-seal device was of the same lot number. Additional information was received on july 6, 2017. The suture was not attached to the footplate when they opened the package. The angio-seal failed to deploy, all clicks as usual. When the device was pulled back, the whole angio-seal came out including footplate still attached. Patient was not harmed. Patient had scared vessel; ultrasound was used during placement. Additional information was received on july 11, 2017. The angio-seal device was used and the footplate did not detach. The patient was not harmed and was closed with manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned device evaluation results and provide patient information. (B)(6). One used 6fr angioseal vip device was returned for evaluation. The device was retuned with the arteriotomy locator and guidewire. The returned components were subjected to visual analysis. Blood like substance would be seen on all returned components. There were two significant cracks along the hemostatic sheath. The anchor could be seen partially posted thought the distal most crack that did not merge with the distal tip of the sheath. The two cracks ran along the length of the sheath for 2.48" from the monofold of the hemostatic sheath. The two cracks were not connected but disjointed. Peering at the cracks there was no indication of necking observed. Instead, the edges of the cracks had clear distinct lines that look as if they were made by a scalpel or another sharp edge. During an attempt at functional testing, the device cap was moved from the rear lock position into the forward lock position to observe if the anchor would properly post. When this was performed, the crack at the distal tip grew as the anchor ripped through the small portion of material to properly become exposed at the distal tip. The source of this crack appears to be from a sharp edge such as a scalpel or possibly a calcium deposit. The complaint was not able to be confirmed for suture detachment as is alleged with the statement. When opening, the footplate was not attached to the suture. The device was able to be confirmed for the presence of a fracture within the hemostatic sheath material and pullout as the user also alleged. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the competed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.